Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that their high flow insufflation unit failed its self inspection during the power up process, resulting in it being unusable. It was thereafter temporarily deactivated. There were no reports of patient harm.